Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot c769 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint categories, leak centrifuge alarm and centrifuge bowl leak/break. No trends were detected for these complaint categories. No corrective and preventive action was initiated for complaint categories, leak centrifuge alarm and centrifuge bowl leak/break. This assessment is based on information available at the time of the investigation. The analysis of the photo is in progress. A supplemental report will be filed when the analysis is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a leak centrifuge alarm on (B)(6) 2015. The customer stated that the leak centrifuge alarm occurred at the end of the first cycle, during buffy coat collection. The customer aborted the treatment and did not return the volume to the patient. The customer found a leak at the rotation seal of the bowl, and estimated that the loss of volume was ~ 200ml. The patient did not need an infusion or transfusion, and was reported to be in stable condition. No service order was generated. The kit was discarded, however a photo was returned for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photo, confirmed the reported leak at the rotation seal of the bowl. However, a root cause could not be determined based on the available information. A material trace of lot c769 found no nonconformances. However, a supplier corrective action was initiated to investigate the issue. (B)(4). Device not returned to manufacturer.